Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is 113 mg/dl. Customer states that they received a button error alarm. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked. No frozen unit noted during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.